Event description:
The caller reported a cartridge alarm 20 issue. There was no adverse impact on the customer's blood glucose level. Customer reverted to multiple daily injections (mdi) as a backup therapy.